Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. Unable to verify a21 alarm due to blank display. The insulin pump has minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported that the customer had high blood glucose levels of 145 mg/dl. The customer reported a blank display on the insulin pump. Troubleshooting was done. A new battery cap was shipped to the customer. The customer replaced the battery cap of the insulin pump but the display did not return. The customer also reported unexpected restarts by the insulin pump. The customer has reverted to back-up plan. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).